Event description:
A report received from the (B)(6) stating that packaging defects were found during an incoming visual check. It is known that the device was not used in surgery. There was no medical intervention reported. The date of event is unk. No add'l info available.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of packaging defects could not be confirmed. Visual inspection acceptance criteria are "no loose foreign material when inspected at 1x magnification." No loose foreign material could be found on device when inspected at 10x magnification; the package is in good condition with no defects of the peelable or terminal seal. If add'l info becomes available a supplemental report will be submitted. (B)(6) .